Event description:
It was reported that during a supply change the user and caregiver broke two infusion sets while attempting to cock the spring in the applicator before unwinding the tubing; with guidance they unwound the tubing, connected to the pump, filled the tubing with visible drops, removed the needle guard and adhesive backing, properly locked the spring by pressing the ridges and pulling back, inserted the set, and filled the cannula, after which insulin delivery resumed, indicating an infusion set handling error associated with the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.